Manufacturer narrative:
Investigation summary: bd had not received samples from the customer facility for investigation; therefore, the customer¿s indicated failure mode with the incident lot was not observed. However, bd is aware of the issue and further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of defective locking mechanism are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer¿s indicated failure mode of the safety shield breaking off with the incident lot was not observed. However, further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of the indicated failure mode are identified. Root cause description: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter failed to function properly during use. There was no report of injury or medical intervention.